Event description:
It was reported when using the bd pyxis cii safe medication name had changed a few times. The user added this was a safety issue. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the name change was made on the es server and es messaging for integration cannot be turn off unfortunately there is no reversing back since the es messaging change the structure of the database on the system. The technical support specialist informed customer that the changes done at the facility formulary will update on the system to resolve. The system functioned as intended after the technical support specialist investigated the device.